Manufacturer narrative:
Updated information regarding the analysis by engineering: since the closure of this record, the user has requested additional information regarding the probable cause for the burn. However, additional information regarding the surgical event, procedural setup, and a list of any additional devices used has not been made available. Furthermore, the probe is not available for evaluation; therefore, a root cause cannot be determined. However, based on the instructions for use and r&d analysis, these types of burns can potentially occur due to any of the following scenarios: poor connection between the suction port and the vacuum source resulting in a disconnected suction line and exposing hot fluids; lack of suction or poor suction connection leading to an increased temperature within the joint which could have dripped down from the handpiece while the probe is activated; any metal that may have been in contact with patient skin; activating electrode while any portion of the electrode tip is in contact with another metal object (i.e. The scope); a burn can also occur without the use of a conductive fluid when the active electrode is in contact with the patient and the generator is activated. There is enough rf (radio frequency) energy to cause an unintended burn if the probe is activated and there is no saline present. It would not take any time to cause the burn. The instructions for use provide the following warnings: the temperature monitoring feature is designed to provide temperature information of local fluid that comes into contact with the distal tip of the device. Ensure all accessories are properly and securely connected and function as intended. Improper connection may result in arcing, sparking, or malfunction of the device, any of which can result in an unintended surgical effect, injury, or equipment damage. Do not insert, withdraw or touch the active tip of the probe when power is being applied. This may result in an unintended surgical effect, injury, or device damage. Use care to avoid accidental activation of either cut or coagulation modes when not in contact with target tissue to avoid possible patient injury. When not in use, place the device in a safe and highly visible area not in contact with the patient. Inadvertent activation while in contact with the patient may result in patient injury including burns. Ensure that the connection between the suction port and the vacuum source is securely fastened. If the suction line becomes disconnected interoperatively, the healthcare provider or patient may be exposed to hot fluids. If this is observed, use care to avoid contact with the effluent and reconnect the vacuum source. If it is not desired to use the suction feature, ensure the roller clamp is securely closed in order to prevent loss of joint fluid, intraarticular pressure or possible burns from heated fluid. Electrodes and probes of monitoring, stimulating, and imaging devices can provide paths for high frequency currents even if they are battery powered, insulated, or isolated at 50/60 hz. The risk of burns can be reduced (but not eliminated) by placing the electrodes of probes as far away as possible from the electrosurgical site and the return electrode. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
The device will not be returned for evaluation; however, the provided photographs exhibit the report of patient burns on mid upper arm. Per research and development, the burns appear to be from external contact based on the location and appearance. Irrigation saline used during surgery may heat up in the surrounding joint space; however, not to the point of causing 2nd degree burn on the outside of the patient away from the surgical entry point. Most probable cause is inadvertent activation without the probe tip in view. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. A two-year review of complaint history revealed there has been a total of 3 complaints, regarding 3 devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). Per the instructions for use, the user is advised the following: warnings: ensure that the connection between the suction port and the vacuum source is securely fastened. If the suction line becomes disconnected intraoperatively, the healthcare provider or patient may be exposed to hot fluids. If this is observed, use care to avoid contact with the effluent and reconnect the vacuum source. If it is not desired to use the suction feature, ensure the roller clamp is securely closed in order to prevent loss of joint fluid, intraarticular pressure or possible burns from heated fluid. Precautions: use caution when changing power settings. Use the lowest power setting and the minimum tissue contact-time necessary to achieve the appropriate surgical effect. High power settings, and prolonged use may result in damage to the insulation or probe tip or patient burns. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that aes-90sn device was used during a shoulder arthroscopy on (B)(6) 2019 when the patient sustained a 2nd degree burn on the middle of the upper arm. There was no report of surgical delay, medical intervention or hospitalization due to the event. This report is being raised on the basis of injury due to 2nd degree burn.